Event description:
It was reported that the device delivered a message, high voltage lead impedance was out of range. A chest x-ray was inconclusive. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.